Event description:
It was reported that a plaque shift requiring an additional device occurred. In (B)(6) 2022, the 3.0 mm x 24 mm target lesion located at the left anterior descending vessel was pretreated with the balloon angioplasty catheter, scoring balloon and rotational atherectomy resulting in 20% stenosis and timi flow 3. The diameter of largest balloon used during pretreatment was 3.0 mm x 20 mm with 2 balloon inflations reaching a maximum of 21 inflation pressure. The lesion was then successfully treated with the 3.0 mm x 30 mm agent dcb that had 1 device inflation reaching a maximum inflation pressure of 15. Plaque shift was noted after the procedure, and an additional device (poba) was used. The patient discharged.